Event description:
It was reported that right ventricular (rv) lead dislodged due to insufficient length of the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism and a damaged guidetooth. Visual analysis noted apparent explant damage.